Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent bilateral explantation and replacement with allergan devices on (B)(6) 2019. The right-sided implant was confirmed to be ruptured upon explantation. This medwatch report is for the left-sided implant, and at the time of this report, the device has not been returned for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant and experienced postoperative bilateral deflation. The patient stated that the right breast looks as though there is no implant and the left looks like it is deflating. Consultation with a medical professional was reported, but there is no information on the diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.